Event description:
It was reported that the customer experienced difficulties charging the pump due to a broken usb port, which resulted in the pump not recognizing the charger and subsequently dying. As a consequence of this issue, the patient was hospitalized; further details of the hospitalization were not provided. There was no reported impact on the blood glucose level. The customer declined further follow-up with technical support and was in the process of renewing their out-of-warranty status; no additional outcome information was available.